Event description:
The pump was returned for investigation. Evaluation revealed evidence of contamination under all of the key contacts. Investigation also revealed that the display was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be torn between the up arrow and down arrow keys. All of the keypad buttons responded appropriately. The keypad was removed and there was evidence of contamination found under all of the key contacts. Investigation also revealed that the display screen was dim and discolored. (B)(6).